Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7071972. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of swelling and fluid discharge were noted. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The patient was given antibiotics. The explanted devices will not be returned as it was kept by the medical facility.